Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns floppy; guide catheter: hyperion spb3.5; stent: xience alpine 4.0x28. The xience alpine 4.0 x 28 mm mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 70% stenosed concentric left main artery and a moderately tortuous, heavily calcified, and 70% stenosed concentric proximal left anterior descending (lad) artery. A 4.0 x 28 mm xience alpine stent was successfully implanted in the distal portion of the left main. A 4.0 x 8 mm xience alpine stent delivery system (sds) was being advanced to deploy in the proximal lad when the sds became stuck in the struts of the stent implanted in the left main causing damage to the implanted stent. The sds was removed from the anatomy and it was noted there were flared struts on the stent. A 4.0 x 12 mm xience alpine was implanted overlapping the previously placed stent to cover the damaged area. An unspecified xience alpine was implanted in the proximal left circumflex in the same procedure. The procedure was successfully completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.